Event description:
It was reported when using the bd pyxis¿ es server, station has been off network for over a day and was needed to be re-synched. There were no delay, adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the server was failed to communicate with the station. A technical support specialist (tss) dialed into the medstation, logged in as cfnadmin, ran a decrypt database and full back up and restarted the data synchronization and data maintenance services, the tss ran the full synchronization from med application and dialed into the production server, logged into pes, opened the sql server management studio and ran a locate transaction, restarted the medstation to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, station has been off network for over a day and was needed to be re-synched. There were no delay, adverse events or injuries reported based on this incident.